Event description:
Cusotmer called and complained that meter was reading high. Customer alleges that too much insulin was administered because of the high readings. Customer was sent to hospital because of seizures. Customer sent control solution and invited to call back after receipt.